Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call about the high blood glucose levels. Customer¿s blood glucose value was 520mg/dl and customer had high ketones. This was treated with to intravenous injections at the hospital. Customer declined troubleshooting for high blood glucose. Insulin pump will not be returned for analysis.